Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was pre-inflated and inserted appropriately in urethra. Balloon was inflated and pulled to ensure it was in the bladder. Approximately 150 ml of urine was drained. After about 2 hours no urine was draining into the foley, and the catheter was checked. The catheter was pulled out and the balloon was not inflated. Register nurse tested the balloon again with 10 ml of saline and the saline drained inside of the catheter to the foley collection bag. Leading the register nurse to assume that there was a malfunction between the catheter and the balloon. The patient was given a diuretic and was on strict output monitoring. Due to the incident, a new foley was inserted without incident.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 8266921. Received 1 all silicone foley catheter. Verified material number 165816 and manufacturing lot number ngjs3439. Visual inspection noted no obvious observations. Unable to verify the reported event without testing the sample. Decontamination method: eo. Attempted to inflate balloon with 10 mbs but solution immediately leak to drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was pre-inflated and inserted appropriately in urethra. Balloon was inflated and pulled to ensure it was in the bladder. Approximately 150 ml of urine was drained. After about 2 hours no urine was draining into the foley, and the catheter was checked. The catheter was pulled out and the balloon was not inflated. Register nurse tested the balloon again with 10 ml of saline and the saline drained inside of the catheter to the foley collection bag. Leading the register nurse to assume that there was a malfunction between the catheter and the balloon. The patient was given a diuretic and was on strict output monitoring. Due to the incident, a new foley was inserted without incident.